Event description:
Event description guidant received information that during an implant procedure, ventricular pacing inhibition was noted due to seal plug oversensing. A seal plug issue was suspected as fluid was noted in the seal plug and header assembly. The patient was pacemaker dependent, however no adverse patient effects were observed. The device was explanted and replaced and returned for analysis.